Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the detailed description of the reprocessing as given below in the instructions for use: chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that foreign matter came out of the nozzle. It was also found that air/water supply had no flow. In addition it was found that the nameplate and labels were missing on the control body, scope cover and suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ultrasound gastrovideoscope had an air/water leak and was failing reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.